Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, undefined high pacing impedance and there was a confirmed fracture. The lead was explanted and replaced. It was additionally noted that the right atrial (ra) lead was functioning normally; however, it was attached to the rv lead and came out during extraction. The ra lead was replaced. No patient complications have been reported as a result of this event.